Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the united kingdom market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in UK, before use. It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. The alarm was present but went away after the cardiohelp was restarted multiple times. No harm to any person has been reported. As a pump disposable error, leads to a pump stop and the disposable could be not correctly attached, a report is required. Complaint ID (B)(4).